Manufacturer narrative:
One 72200082 disposable 5.5mm 180mm abrader burr product returned. This was identified as demo device. The burr still spins semi freely due to the sluff chamber beginning to melt. This is where the "blue" fragments are coming from as the chamber melts and pulls fragments into the blade. This is a large scale cutting product which requires adequate irrigation to properly excise materials. Per IFU: "periodic irrigation of the blade is recommended to provide adequate cooling of the blade and to prevent accumulation of excised materials. Per IFU: "ensure that suction of 128 mmhg minimum is flowing while the instrument is running." Root cause related to the manufacture of the device was not confirmed.

Event description:
It was reported that during a hip scope the burr used started spitting out blue stuff. No patient injury reported.